Manufacturer narrative:
The initial MDR was submitted with the 510k number listed as k790366. It is corrected to read exempt.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of 4/4/2017. Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter or mold on urine cups with the incident lot was not observed. Bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that there was a mold appearance on several 120 ml bd vacutainer® plastic urine collection cups. No serious injury, blood to mucous membrane exposure or medical intervention was reported.